Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Scratches and debris were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze, dry eye, and increased visual symptoms are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The subject was enrolled in a foreign clinical trial and underwent lasik with uneventful implantation of the investigational corneal inlay in the right eye on (B)(6) 2016. One month postoperatively, the patient presented with grade 1 peripheral edge haze in the operative eye. The haze was associated with non-disabling eye dryness and visual disturbances (halos, light sensitivity). The patient's best corrected distance visual acuity (bcdva) decreased from 20/16-1 (preoperatively) to 20/20-2 immediately prior to explantation. Additionally, topography showed corneal steepening of 1.34 d between months 1 and 2 postoperatively. The inlay was explanted on (B)(6) 2016 in order to address corneal haze and concerns of corneal steepening. The patient is improving with a good prognosis. At last examination 3 months post explant, bcdva was 20/20, but halos persisted.